Event description:
Journal article received: proximal femoral nail antirotation (pfn-atm) fixation of extra-capsular proximal femoral fractures in the elderly: retrospective study in 102 patients; orthopaedics and traumatology: surgery and research; 2012 may; 98(3): 288-295. Authors: e. Soucanye de landevoisin, a. Bertani, p. Candoni, c. Charpail, e. Demortiere. This study covered 102 fractures managed with pfn-a in all 102 patients. The mean age was 84.9 +/- 9.5 years with 75 females and 27 males. All patients were implanted with the 200mm nail/10mm diameter and an angle of 125 degrees. There were 12 postoperative surgical complications including two surgical site infections, three instances of blade cut-out including one with acetabular penetration, two nail-related fractures and five blade back-outs responsible for pain. Two of the blade back-outs required reoperation due to fracture impaction and incapacitating pain in the fascia lata during walking. There was no varus deviation of the femoral head. The blades were removed after fracture union was achieved. One patient experienced no further pain, the other continued to experience pain and underwent a partial hip arthroplasty. This report is on an unknown nail. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis date of event: 2012 may; 98(3):288-295. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.